Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.evidence that product in specification when used.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01216, 01217, 01219. This event occurred in (B)(6).

Event description:
Allegedly according to the patient, everything was fine until he sustained fall while playing badminton. He fell on his left hip. From that point on, there was pain. The implant was removed on (B)(6) 2011 and only after an infection was considered to have been eradicated. A new prosthesis was implanted on(B)(6) 2011. Alval was seen in tissue samples. The patient has almost made a complete recovery and is still improving. High activity level.